Event description:
Study. This female pt with history of hunt and hess grade ii, was undergoing an enterprise stent placement within the left internal carotid segment/posterior communicating artery aneurysm, measured h. 3mm x w 3mm, w, 2mm, neck size 3. Parent vessel diameter proximal to aneurysm 5mm, distal to aneurysm 5mm. The aneurysm was treated using an enterprise stent 22 x 5 (lot# 13394286). No balloon was used for vrd placement. After stent placement, two gdc 10 ultra soft coils and one gdc 10 soft coil was placed within the aneurysm. No complication occurred. Four days post procedure the pt had left superior limb thrombo-phlebitis and atrial fibrillation, headache and right hemiparesis. Action was taken with drug therapy. The pt expired with heart failure. No autopsy was performed.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.